Manufacturer narrative:
The subject product was reported to be available, however, the user facility would not release it for evaluation. As reported, the user was new to the optifix at fixation device, therefore, it is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, without the sample to evaluate, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. The IFU for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure." A review of the manufacturing records was performed and found that the lot was manufactured to specification and a review of the subject lot found this to be the first complaint for the (B)(4) units manufactured in october of 2019. User facility will not release device for evaluation.

Event description:
It was reported that during a laparoscopic ventral procedure fixating a ventralight st w/echo 2 using an optifix at, the tacks were inconsistent with firing. Some were very loose/ proud and did not seat well. Surgeon used this device previously and has inconsistent results. The surgeon did not feel that the tacks were providing adequate fixation. The optifix at was used primarily in straight mode and a few shots were fired in articulated mode. A company representative, who was present in the case, confirmed that the optifix at was only used in straight mode. The surgeon is a new user of the device, with this being his third case using the optifix at. Surgeon was able to complete the case by switching to an optifix device to obtain fixation. There was no injury or impact to the patient.